Event description:
It was reported that noise was observed. The noise caused inhibition of ventricular pacing, which caused the patient to experience syncope. The device was explanted.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and using automated test equipment and met all test specifications. No noise was observed during testing and no stored electrograms were available for review.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.